Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6)2025 it was reported via email by the clinical diabetes specialist (cds) that on (B)(6)2024 experienced hypoglycemia with blood glucose (bg) of 40 mg/dl following a meal bolus and later lost consciousness. The user's significant other administered glucose in various forms, including glucose tablets and soda, before emergency medical services (ems) arrived. The user was transported to the emergency room (ER) and subsequently admitted to the hospital, where the user recalled receiving only intravenous fluids for treatment. The user did not perform ketone testing and had not received any recent steroid injections. Immediate effects experienced included loss of consciousness and sweating. No long-term health effects were reported. The user was discharged on (B)(6) 2024. The user confirmed that they resumed using the ilet system following hospitalization.